Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified iliac artery. An 8.0 x 40, 75cm mustang balloon dilatation catheter was advanced: however, during the second inflation at 16 atmospheres for 30 seconds, the balloon ruptured at the tip part. The device was removed, and the procedure was completed with a different device. There were no patient complications reported, and the patient was good.